Event description:
It was reported to aesculap inc. That a as columbus rev fem. Spacer post. F5 5mm (part # nr565z) was implanted during a left knee revision surgery performed on (B)(6) 2018. According to the complainant, post-operative bone deterioration of femur and tibia occurred. The complaint device has not been returned to the manufacturer for evaluation. An additional medical intervention was required. According to the patient , a revision surgery in the future is likely. Additional information was not provided. The malfunction is filed under aic reference (B)(4). Associated medwatch reports: 400554585 - nr191z (2916714-2022-00055), 400554586 - nr291z (2916714-2022-00056), 400554588 - nr565z (2916714-2022-00058), 400554589 - nr611m (2916714-2022-00059), 400554590 - nr071z (2916714-2022-00060), 400554591 - nr005z (2916714-2022-00061), and 400554592 - nr400z (2916714-2022-00062).

Manufacturer narrative:
Manufacturing site evaluation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. Batch history review: the device history records (DHR) were reviewed for the reported lot number; the device was found to be within specification at the time of production. All device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. No similar complaints were identified against the same lot number with a similar reported event. Conclusion: a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. There is no indication of a material defect, manufacturing failure, or design error on the basis of the device history record. For further investigation, examination of the complaint device is required.

Manufacturer narrative:
Additional information: b5 - patient harm updated, patient condition, planned revision date. B7 - patient medical history investigation results previously submitted.

Event description:
Update: the patient provided some additional information including the proposed revision date of 30oct2023. She had been in contact with a newer surgeon in 2019, after the accident; the doctor at that time noted that the implant was "fine". Some recent unspecified diagnostic test results supposedly showed that the stem was broken or disconnected. She is now working with cedars-sinai orthopedic center. The adverse event is filed under aag reference (B)(4). Associated medwatch reports: (B)(4) - nr191z (2916714-2022-00055). (B)(4) - nr565z (2916714-2022-00056). (B)(4) - nr565z (2916714-2022-00058). (B)(4) - nr611m (2916714-2022-00059). (B)(4) - nr071z (2916714-2022-00060). (B)(4) - nr005z (2916714-2022-00061) (B)(4) - nr400z (2916714-2022-00062).